Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during in-clinic follow-up. Upon interrogation, the patient's right ventricular lead did not capture at maximum outputs and chest x-ray showed dislodgement. Rv lead was replaced on (B)(6) 2019. The patient was stable post-procedure.